Event description:
Customer called beckman coulter, inc. (Bec) and reported that there was a sodium (na) level 1 quality control (qc) recovery low issue with the unicel dxc 800 synchron system. The customer reported over the telephone that about 100 samples were affected. However, customer only provided data for 20 samples. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that when the qc recovered low, the previously run samples were rerun on the backup instrument and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found and removed fibrin from the flowcell. The fse verified performance of the analyzer.

Manufacturer narrative:
Evaluation method: flowcell.